Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a vtach on (B)(6) 2021 at 13:10 for the neonatal patient in room (B)(6). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Field service engineer went onsite to obtain the audit log which was forwarded to product support engineering for analysis. Based on the information provided, the exact cause for the reported issue could not be established and a malfunction of the device cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a vtach on (B)(6) 2021 at 13:10 for the neonatal patient in room 2422. The device was in use on a patient. There was no report of patient or user harm.